Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. During follow up, additional information was not obtained from the customer, and it is unclear whether the reprocessing was carried out in accordance with the instruction for use (IFU), so the cause of the foreign material remaining could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. ¿instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance of this device.